Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt mentioned probably a month ago every 6 minutes the patient would get stimulation through their left leg and it would go for 3 minutes then stop and go for 6 minutes again. Pt stated previously they had not felt the stimulation at all. Pt was going to monitor the issue and contact their managing hcp if that continued.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.